Event description:
It was reported that the lead was capped and replaced due to oversensing.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.3cm was returned for analysis. External insulation abrasion was noted at 10.9-11.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 16.3-17.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.